Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/25/2025, it was reported by a sales representative via (B)(4) that a 5046-100 lag screw capturing rod nut and a 5033-100 capturing rod assembly had an issue with not locking the lag screw into the nail as designed and had to use the locking end cap instead. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.